Event description:
It was reported that a large volume infusor experienced a leak from the flow restrictor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from may 21, 2014 to may 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test revealed backflow at the filling port. The cause of the condition was determined to be particulate matter trapped under the checkband. Fourier transform infrared spectroscopy identified the particle as glass. The source of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.